Manufacturer narrative:
The device involved in the reported incident is expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
During a cervical laminectomy the surgeon repositioned the pt. During pt repositioning, slippage occurred resulting in a pt laceration. The laceration which measured 5cm was closed using staples. The procedure was successfully completed using an alternate mayfield skull clamp. Additional clinical info has been requested from the reporting facility.